Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was pulling away from their skin and the cannula appeared shorter than normal. The sensor had 20% of the cannula left. Their belt had rubbed against it when they got in a car. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated they could not see if there was anything under the skin. The site was discolored but there was no pain or redness. The customer was referred to their health care professional for treatment. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.